Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
Three in.pact admiral paclitaxel eluting balloon catheters were used during index procedure in the left sfa to popliteal. Approximately 14 months post index procedure patient presented with recurrence of symptoms left leg (claudication). Three months later revascularisation of the target lesions was carried out using unknown pta and stent. Patient recovered. Investigator assessed that the event is not related to the study device, procedure and therapy.

Manufacturer narrative:
Prior to the previously reported revascularisation of the target lesions, 100% stenosis was observed. The lesions were treated with non-medtronic ballooning, and one everflex stent.

Manufacturer narrative:
Additional information received : the cec has adjudicated the previously reported revascularisation event to be related to device, not related to procedure and drug.